Event description:
The manufacturer received information alleging the trilogy 100 ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's ac cable connector required replacement to address the issue; however, no repairs were done, and the device was scrapped.